Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument for failure analysis. During investigation, the instrument was tested with an in-house system and failed electrical continuity. The instrument was inspected by opening the housing and confirmed no damage to the conductor wire. As part of investigation, further inspection identified a broken grip cable at the distal end. This issue is unrelated to the customer reported issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument lot# n10210809 / sequence 0010 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2022 on system (B)(4). The alleged event occurred on the last use of the instrument. A review of the submitted images was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst and failure analysis engineer (fse). The following additional information was provided: the submitted images were of poor quality. The images shows the instrument tip with a completely broken grip cable and a possible damage on the conductor wire. No conclusive determination can be made based on this analysis. This complaint is considered a reportable malfunction due to the following conclusion: during a da vinci-assisted radical hysterectomy procedure, the user observed intermittent issue related to energy activation on the fenestrated bipolar forceps instrument. Surgeon continued to use the instrument until noticing a broken wire. Photo analysis identified a completely broken grip cable and a possible damage on the conductor wire. Failure analysis confirmed a failed electrical continuity testing. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy procedure, the user observed an intermittent issue related to energy activation on the fenestrated bipolar forceps instrument. According to the reporter, "surgeon could not stimulate energy smoothly." Reporter stated that at an unspecified time, the instrument completely failed to energize. Troubleshooting was performed by replacing the power cable; however, the issue persisted. Surgeon continued to use the instrument until noticing a broken wire. Instrument was replaced to the backup and this resolved the issue. The user completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. It was confirmed that there was no observed damage to the conductor wire. There was no incidence of unintended energy discharge or arcing during intraoperative use of the instrument. It was further reported that experts were observing the surgeon and the procedure.

Manufacturer narrative:
The instrument was further investigated by the isi failure analysis engineer (fae) and the initial findings were confirmed. The instrument wire was cut and stripped just behind the wrist and the instrument failed another electrical continuity testing. The grips were removed and the wire was attempted to be cut and stripped just after the grip weld. Fae indicated that a broken conductor wire was revealed when they were pulling on the wire with minimal strength. A closer visualization of the conductor wire breakage indicated that it is likely that the conductor wire was already broken or compromised resulting in the conductor wire getting easily pulled out from the weld. The observed broken grip cable and conductor wire are related. The root cause of both failures are attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.